Event description:
It was reported the patient's scs was replaced. Reportedly, the ipg was inoperable and the patient complaint the charging was excessive. Stimulation therapy was reportedly restored postoperatively.